Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the damage to the electropneumatic proportional valve was caused by the impact when the damaged solenoid valve was displaced from its fixed position. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage to the electropneumatic proportional valve, and the solenoid valve was out of its place and damaged. There was no patient involvement.